Manufacturer narrative:
The primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two infusion sites had been missing their cannulas upon removal. The pwd had stated that the first site had been on its fourth day of use, and the second had been on its third day. The pwd¿s mother had also shared that the upper legs had been used for infusion site placement. It had been explained that during the earlier episode when the pwd¿s glucose had been higher than normal, around 206¿247 mg/dl, the pwd had been experiencing a mild cold, which had been considered a contributing factor. After the infusion site and tubing had been replaced, a subsequent low had occurred; the pwd had bolused for a meal and then had dropped to 56 mg/dl. The pwd¿s mother had not recalled the specifics of why the low had happened but had been able to address the issue at that time. The event did affect patient care but there was reported no injury to the patient.